Manufacturer narrative:
It was reported that there was a proximal pressure sensor failure. The remote service engineer (rse) advised the replacement of the data acquisition (da) printed circuit board assembly (pcba). A philips authorized service provider (asp) went onsite and replaced the da pcba. The philips asp replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter information: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure sensor failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a proximal pressure sensor failure. The remote service engineer (rse) advised the replacement of the data acquisition (da) printed circuit board assembly (pcba). This investigation is ongoing.